Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown surrounding the foreign material residue points. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: detection method in operation manual chapter 3 preparation and inspection. Preventive measure in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had no suction. The device was returned for evaluation. During the device evaluation, foreign material in the air water tube, the air water cylinder, and the jet auxiliary tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found the suction cylinder had no color, the camera cover was chipped and the insulation resistance value at the distal end did not meet the standard value, the angulation wires were worn and the up direction was out of specification, the adhesive on the protective coating of the bending portion of the device was scratched, the jet auxiliary tube was clogged and could not supply water, and the universal coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.